Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that the device underwent rate calibration and needed replacements for the upper pressure sensor and led display. There was no patient involvement.

Event description:
It was reported that the device underwent rate calibration and needed replacements for the upper pressure sensor and led display. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : device has been serviced.